Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight; sheath: cook 45cm; inflation device: manometer; other: visipak 50/50. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly calcified, 75% stenosed short lesion of the mid popliteral artery, a left crossover approach was used with a non-abbott introducer sheath and a balance middleweight guide wire being successfully positioned. A roadmap technique was used with the herculink stent being positioned and beginning a slow inflation of the balloon; the balloon would not inflate more than 2 atmosphere (atm); a leak was noted at the distal balloon area as the balloon would not maintain pressure, however, the balloon was pressurized to 9 atm and the stent was deployed. The angioplasty result was reported as good. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx herculink stent delivery system (sds) noted blood in the guide wire lumen, consistent with being advanced over a guide wire. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. There was no damage noted to the sds. During functional testing, the reported leak was confirmed. A new indeflator was filled with water and was used in attempt to inflate the balloon to rated burst pressure (rbp). The balloon would not fully inflate to rbp, due to fluid leaking out form the tip during pressurizing. A tear was observed in the inner member 3 mm proximal to the proximal balloon marker, for a length of .5 mm. The material at the tear was lifted. Although a conclusive cause for the puncture could not be determined, judging by the characteristics of the puncture, it may be possible that the distal end of the herculink elite was angled during insertion of the guide wire causing the proximal end of the guide wire to puncture the inner lumen. A review of the lot history records did not reveal any nonconforming material records for this lot. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents. A conclusive cause for punctured guide wire lumen could not be determined; however, there is no indication to suggest a product deficiency. All stent delivery systems are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity